Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose and insulin pump had under delivery alarm. The customer¿s blood glucose level was 35 mmol/l at the time of the incident and current blood glucose was 26.2 mmol/l. The customer was treated with needle and pen. The customer alleges pump was under delivering because blood glucose was going up. The customer was advised that the pump was designed to trigger an alarm if it detects a blockage preventing the flow of insulin. The insulin pump will not be returned for analysis.